Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument's jaw did not open on its own after testing. The instrument passed the electric continuity test. There was no problem detected. The instrument was found to fail the cut test based on a log review. The instrument blade was extended by articulating the input. Visual inspection displayed no damage to the blade or blade cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted transthoracic neck anastomosis esophagectomy surgical procedure, the vessel sealer extend froze after grasping the vessel. The customer was unable to remove the instrument because a blood vessel was grasped. When the customer attempted to coagulate the blood vessel, the instrument jaws opened on their own. The user completed the procedure using a backup vessel sealer extend with no further issue reported. No known impact or patient consequence was reported. Intuitive followed up and confirmed that there was no shakiness or friction. There was no instrument-to-instrument or system arm-to-arm interference. There was no instrument collision. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.